Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). One day post procedure a transthoracic echocardiogram revealed no device or procedure related issues and the patient was discharged. One day post discharge during a routine follow up via telephone, the patient reported no issues. Two days post discharge, the death of the patient occurred. The cause of death is unknown.